Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the screen was stuck on update screen. A technical support specialist requested customer to confirm whether the station was still plugged in and online, the station was back online after windows update, customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user mentioned it was working on updates. The device rebooted twice and then became stuck on the working on updates screen. The customer stated that the message displayed was getting windows ready, don¿t turn off your computer. The customer also mentioned that the issue occurred after closing the fridge, at which point the system did not detect that the fridge was closed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.